Event description:
It was reported that a fred flow diverter was implanted to treat an ica aneurysm. It was noticed that the flow in the vessel was slow. A wire was used to open the stent completely and some thrombus was observed. The stent was then removed with a snare. Another stent was used successfully to complete the procedure and the patient is reported to be "doing well."

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The reported complaint is nonverifiable. Only the stent implant was returned. The visual inspection of the device found it to be severely deformed; this damage is significant and prevents further testing of the device as it relates to the reported event. The damage to the stent is consistent with having been retrieved with a snare during the procedure. The instructions for use identifies thrombus as a potential complication associated with use of the device.